Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit from the end of the tubing. Blood glucose level was 367 mg/dl. Reportedly, the customer changed the cartridge and infusion set and resumed insulin delivery.